Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: evaluation revealed that the top edge of cartridge cap has worn off. Cartridge cap attaches securely to test pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging cartridge cap damage issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.